Manufacturer narrative:
Corrected data: h3 (¿no¿ and ¿not returned to manufacturer¿ were selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the leds on the front panel blinking could not be identified. However, it¿s likely the cause is related to a worn-out slider switch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the leds on the front panel were blinking on the evis exera iii xenon light source. The issue was found during preparation for use. Additionally, reported that the plastic tab at the 12 o¿clock position on the output socket was stuck. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings were as follows: the front panel mouth was cracked, there were scratches on the top cover and there were worn out socket slider switch that caused intermittent use of high intensity mode, and there was a non-olympus lamp reading below 50 hours with output within range and missing one lamp bolt/one lamp washer. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.